Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height drawer 5 was not detected on the communication bus. A field service engineer replaced the retractor band and the pyxibus controller board and started station, then reconfigured it in a storage space configuration to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, drawer 5 was not detected on the communication bus, which hindered users from accessing medications for a patient. Users attempted to recover the storage space and rebooted the station, but the issue persisted. The customer stated that there was a delay in accessing the medication, however the nurse was able to get the required medication from the pharmacy and there was no patient harm. There were no adverse events or injuries reported based on this event.